Event description:
It was reported that the device broke inside the infusion extension line leaving blood residue inside the extension line. The user could not rinse and had to change the needle. No patient injury was reported.

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A review of the manufacturing process was conducted by quality engineer in order to verify that there are no situations or practices that could create the event. No discrepancies were found. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.